Manufacturer narrative:
Patient weight not provided. Email address not provided.

Event description:
Doctor stated that the hc453 healing abutment became loose few days after being placed.

Manufacturer narrative:
A healing collar (hc453) was returned. Visual inspection of the as received product identified signs of usage around the threads and the cuff. There were noticeable nicks around the occlusal surface. The healing collar had no evidence of any significant wear or damage. There was presence of an unconfirmed foreign/biological material in the hex. The product was functionally tested, and the healing collar successfully engaged into the test implant drive feature as intended. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there was one related complaint for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿ zimmer dental: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The complainant reported that the ¿healing abutment loose few days after being placed¿. The complaint could not be verified for loosening, as the exact details and condition of device usage could not be replicated. A root cause could not be determined for this complaint. D4: expiration date, UDI: (B)(4).